Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device was reportedly taken out of service because hair was found attached to the balloon cuff.

Event description:
It was reported that the device was reportedly taken out of service because hair was found attached to the balloon cuff.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 drainage bag with an inlet tube, sample port connector, tes and packaging label. Verified material number 119314, manufacturing lot number ngkq3995 and batch number myks2721. Catheter was visually inspected and hair was found at the tip of the catheter. This does not meet specification per inspection procedure which states "product and assembly must be free from visible loose or embedded foreign matter larger than an aggregate total of 0.6 mm or 1 of 16 in length per tappi dirt estimation chart (maximum 3 particles per side or surface)." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "dirt into the mold or in the material." And "the individual bag was received with foreign matter. The work station area is not properly clean. Environmental contamination." However, there was insufficient information to confirm this potential root cause. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.